Event description:
Rptr had breast implants placed in 8/83. They subsequently ruptured and became very hard. She developed joint pain, memory loss, hashimoto's thyroiditis, headaches, rashes, pigmentation loss, fatigue, irritable bladder bowel, etc, chronic anemia, and muscle weakness. As a result, she had to leave her job and take a desk job.